Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. Pacing threshold measurements were within normal range. A review of the lead data indicated that 2 months prior the pacing impedance had increased to 900 ohms and last month it had increased to 1600 ohms. Historically the pacing impedance measurements were around 500 ohms. The patient planned to be brought into the clinic for further evaluation. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received form the local area sales representative indicated that the patient was brought into the clinic and the out of range pacing impedances could not be recreated with pocket manipulations or isometrics. There was no noise or any episodes that had been stored. The physician planned to monitor the patient monthly via latitude, which is a remote monitoring system. No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
--

Manufacturer narrative:
Approximately six months later we received a latitude red alert indicating a high rv pacing impedance. Additional information received from the local area sales representative indicated a lead revision procedure planned to take place. At this time the revision procedure had not yet been scheduled. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated a revision procedure was performed. The rv pace/sense portion was surgically abandoned. A new rv pace/sense lead was implanted. The high voltage portion of the chronic rv lead remains in service for defibrillation. No additional adverse patient effects were reported.